Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers (B)(6) and one (1) battery (B)(6) was not returned for evaluation. Three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of(B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed functional testing. Visual inspection revealed damage to the outer sheath of the battery output cable, thus exposing the insulated internal wires. The observed damage did not affect the functionality of the device. Log file analysis revealed (B)(6) was the primary controller, initially in use during the reported event. Review of the alarm log file associated with (B)(6) revealed six (6) controller fault alarms were logged on 23-oct-2022. Review of the data log file associated with (B)(6) revealed that, leading up to the controller fault alarms, (B)(6) had been used as either the primary power source or the secondary power source since 27-oct-2022 at 00:04:56. Throughout this period the battery was providing power to the controller and reporting an frozen relative state of charge (rsoc) value of 97%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. Additionally, log files revealed four (4) vad disconnect alarms indicating a physical disconnection of the driveline from the controller and a controller power up event without motor start events were logged between 12:22:45 and 17:18:19, likely due to troubleshooting during the reported controller exchange. Log file analysis associated with (B)(6) revealed three (3) controller power up events logged on 23-oct-2022 at 12:31:46, 12:34:12, and 12:34:46 with an associated pump start event logged 12:34:57, indicating that the controller was put into use following the reported controller exchange. In addition, log files revealed two (2) vad disconnect alarms were logged on 12:31:55 and 12:34:19 indicating the controller was powered on without the driveline connected prior to the reported controller exchange. Review of the alarm log file associated with (B)(6) revealed eight (8) controller fault alarms were logged between 27-oct-2022 and 28-oct-2022. Review of the data log file associated with (B)(6) revealed that, leading up to the controller fault alarms, (B)(6) had been used as either the primary power source or the secondary power source since 27-oct-2022 at 08:31:40. Throughout this period the battery was providing power to the controller and reporting an frozen rsoc value of 97%. Six (6) controller fault alarms were recorded on 27-oct-2022 between 19:41:26 and 19:46:08 involving (B)(6) . Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. Two (2) controller fault alarms were recorded on 27/oct/2022 at 19:46:08 and on 28-oct-2022 at 8:11:37, indicating a f ault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The controller fault alarm was likely triggered due to the (B)(6) being connected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. Review of the event file associated with (B)(6) then revealed a controller power up event with an associated pump start event logged on 28-oct-2022 at 11:43:35. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 56% of relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for fourteen (14) seconds. As a result, the reported events were confirmed. The most likely root of the reported battery cable damage can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is I nvestigating controller losses of power. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported controller fault alarm event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Additional products: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 26-jan-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) d9: yes, return date: 26-jan-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 (B)(6) d9: yes, return date: 26-jan-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Updated section: - h10. Addt manufacturer for MDR: updated root cause in event summary product event summary: two (2) controllers (B)(6) and one (1) battery (B)(6) was not returned for evaluation. Three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed functional testing. Visual inspection revealed damage to the outer sheath of the battery output cable, thus exposing the insulated internal wires. The observed damage did not affect the functionality of the device. Log file analysis revealed (B)(6) was the primary controller, initially in use during the reported event. Review of the alarm log file associated with (B)(6) revealed six (6) controller fault alarms were logged on 23-oct-2022. Review of the data log file associated with (B)(6) revealed that, leading up to the controller fault alarms, (B)(6) had been used as either the primary power source or the secondary power source since 27-oct-2022 at 00:04:56. Throughout this period the battery was providing power to the controller and reporting a frozen relative state of charge (rsoc) value of 97%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. Additionally, log files revealed four (4) vad disconnect alarms indicating a physical disconnection of the driveline from the controller and a controller power up event without motor start events were logged between 12:22:45 and 17:18:19, likely due to troubleshooting during the reported controller exchange. Log file analysis associated with (B)(6) revealed three (3) controller power up events logged on 23-oct-2022 at 12:31:46, 12:34:12, and 12:34:46 with an associated pump start event logged 12:34:57, indicating that the controller was put into use following the reported controller exchange. In addition, log files revealed two (2) vad disconnect alarms were logged on 12:31:55 and 12:34:19 indicating the controller was powered on without the driveline connected prior to the reported controller exchange. Review of the alarm log file associated with (B)(6) revealed eight (8) controller fault alarms were logged between 27-oct-2022 and 28-oct-2022. Review of the data log file associated with (B)(6) revealed that, leading up to the controller fault alarms, (B)(6) had been used as either the primary power source or the secondary power source since 27-oct-2022 at 08:31:40. Throughout this period the battery was providing power to the controller and reporting a frozen rsoc value of 97%. Six (6) controller fault alarms were recorded on 27-oct-2022 between 19:41:26 and 19:46:08 involving (B)(6) . Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. Two (2) controller fault alarms were recorded on 27-oct-2022 at 19:46:08 and on 28-oct-2022 at 8:11:37, indicating a fault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The controller fault alarm was likely triggered due to the (B)(6) being connected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. Review of the event file associated with (B)(6) then revealed a controller power up event with an associated pump start event logged on 28-oct-2022 at 11:43:35. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 56% of relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for fourteen (14) seconds. As a result, the reported events were confirmed. The most likely root of the reported battery cable damage can be attributed to wear and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller fault alarm can be attributed to a battery malfunction, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the battery malfunction event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system- controller 2.0 , model #: 1420/catalog #: 1420, expiration date: 28-feb-2022, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 05-feb-2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650/catalog #: 1650, expiration date: 31-jan-2022, serial#: (B)(4),UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-jan-2021, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650/catalog #: 1650, expiration date: 31-mar-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 11-mar-2020, (B)(4), brand name: heartware ventricular assist system ¿battery, model # : 1650/catalog # : 1650, expiration date : 31-jul-2021, serial # : (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-jul-2020, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650/catalog #: 1650, expiration date:31-oct-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 12-oct-2020, labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the controller exhibited a controller fault alarm due to power being out of range. The controller was exchanged. The new controller also exhibited controller fault alarms due to power out of range as well as an unexpected loss of power to the controller. Four batteries were associated with power out of range. One of the batteries also had damaged wires and another battery also was showing that it was charged while it was actually depleted. The second controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.